Event description:
It was reported that the left ventricular (lv) lead also was found to have an abrupt increase in impedance in the same timeframe as occurred on the right ventricular lead. Manual lv threshold revealed no capture at high output. During the procedure the lv lead was tested with the analyzer and found to be acceptable and it was determined that the lv impedance was high because the pacing vector was with the rv coil. It was also reported that the warning did not appear until several months after the high impedance trends occurred. The lv lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.